Manufacturer narrative:
Results: the catrx was kinked approximately 25.0 and 26.0 cm from the hub. The catrx was fractured approximately 36.0 cm from the hub. The catheter has bends along its length. The guidewire lumen was slightly deformed on its proximal end. Conclusions: evaluation of the returned catrx revealed a fracture on its proximal shaft. This damage was likely result of forceful advancement against resistance. If the device is forcefully advanced against resistance it may become kinked. Further mishandling of a kinked device will likely result in a fracture. Further evaluation revealed additional kinks and bends along the length of the device. These damages were likely incidental and may have occurred post-procedure or during packaging for return to penumbra. Further evaluation also revealed a slight deformation on the proximal end of the guidewire lumen. This damage may have been due to forceful manipulation of the guidewire and may have contributed to some resistance experienced during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the left coronary artery (lca) using an indigo system cat rx aspiration catheter (catrx). During the procedure, the physician made multiple passes using the catrx, and then removed the catrx. When the physician went to reuse the catrx later in the procedure, it was noticed that the catrx had broken in half. It was reported that there was resistance while using the catrx. The procedure was then completed using a new catrx and the same sheath. There was no report to an adverse effect to the patient.